Event description:
As reported via the (B)(4) study, a patient experienced a side branch occlusion and a peri-procedure myocardial infarction (mi). At the time of the index procedure, angiography revealed 99% stenosis of the proximal portion of the mid right coronary artery (rca). The indication for the procedure was congestive heart failure with uncontrolled hypertension. The lesion was 11mm in length, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 3.0 x 8mm non-cordis balloon and a 3.5 x 13mm cypher stent was implanted at 14atm. It was reported that there was a side branch occlusion. According to the angiographic core lab report, the ac marginal branch had 40% stenosis pre-procedure and 70% post-procedure. There was no treatment for the side branch occlusion. The stent was not post-dilated and there was no residual stenosis. Post-index procedure, cardiac enzymes were elevated with ckmb peaking at 16.8 and troponin I at 6.66 sixteen to twenty-four hours after the procedure. The patient was diagnosed with having a peri-procedure mi that was treated medically. The patient was discharged approximately five days after the index procedure.

Manufacturer narrative:
Concomitant medications included: lopressor 50mg twice daily; aspirin 325mg daily; norvasc 10mg daily; lasix 40mg daily; integrillin (intra-procedure); heparin (intra-procedure). This is an initial/final report. Complaint conclusion: as reported via the (B)(4) study, a patient experienced a side branch occlusion and a peri-procedure myocardial infarction (mi). This is a (B)(6) female with medical history including hypertension, congestive heart failure, chronic pulmonary disease and current smoker. At the time of the index procedure, angiography revealed 99% stenosis of the proximal portion of the mid right coronary artery (rca). The indication for the procedure was congestive heart failure with uncontrolled hypertension. The lesion was 11mm in length, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 3.0 x 8mm non-cordis balloon and a 3.5 x 13mm cypher stent was implanted at 14atm. It was reported that there was a side branch occlusion. According to the angiographic core lab report, the ac marginal branch had 40% stenosis pre-procedure and 70% post-procedure. There was no treatment for the side branch occlusion. The stent was not post-dilated and there was no residual stenosis. Post-index procedure, cardiac enzymes were elevated with ckmb peaking at 16.8 and troponin I at 6.66 sixteen to twenty-four hours after the procedure. The patient was diagnosed with having a peri-procedure mi that was treated medically. The patient was discharged approximately five days after the index procedure. The cypher stent remains implanted, thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15130856 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.